Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vats. According to the reporter: the surgeons thinks that the stapler bended during positioning the stapler (against the trocar) and therefore it did not work anymore so they tried to replace it and then the stapler broke off and a small part was left in the adapter and unable to get out. The proximal part of the reload broke and was stuck inside the adapter. The surgeon thinks this was a bit his fault because he did it a bid hard. The surgeons admits he positioned the stapler a bit too hard against the trocar, therefore it bended and with removing the loading unit broke off. The surgeon takes full responsibility. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no extension of incision. Nothing fell into the pt cavity. No reinforcement material was used.